Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14 volt lithium ion battery being unable to receive charge and a red light fault being displayed on the universal battery charger (ubc) was confirmed. The fuel gauge button on the returned 14v battery (serial number: (B)(4)) was pressed and no leds lit up, indicating that the battery was in sleep mode. The voltage of the battery measured at the output terminals was approximately 5 v, indicating a state of deep discharge. The battery was connected to a test universal battery charger (ubc) and a red light fault associated with error code b0001 (communication error) activated; the 14v battery being deeply discharged would result in this error due to an inability to communicate with the ubc. The battery was not accepted for charge in the ubc. The battery was connected to an electronic load based battery test system and was fully charged. The battery was then discharged in the battery test system and the battery exceeded the discharge time requirement. The battery was then reconnected to a test ubc; however, the battery was still not accepted for charge and the red light fault associated with a b0001 error remained active. The battery was milled open for visual inspection of the internal components and no issues were observed. Circuit analysis performed on the printed circuit board (pcb) indicated that a component associated with the communication function of the battery was not functioning as intended; however, the root cause of the component issue could not be conclusively determined through this analysis. The initial red light fault observed during testing was determined to be caused by the battery being in sleep mode due to deep discharge of the battery. The root cause of the red light fault after the battery was charged could not be conclusively determined through this analysis; however, an issue with a component associated with the communication function of the battery could have resulted in the red light fault activating. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, explain all battery charger alarms, and the actions to take when a battery charger alarm occurs. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the universal battery charger (ubc). Additionally, this section explains how to calibrate the 14v battery and how to know when calibration is required. Heartmate 3 patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting and cleaning the contacts on the 14v batteries. Heartmate 14 volt li-ion battery instructions for use (rev. E) explains the operation of the 14v batteries. Section 8 "extended storage of heartmate 14 volt li-ion batteries" states "heartmate 14 volt li-ion batteries must be charged at least once by the end of the month marked on the label placed on battery packaging (box and protective bag). If a battery is not charged by this date, battery operating time may be affected, which can cause the pump to stop." The user is informed not to use a battery if it has not been charged by the date indicated. Additionally, appendix 1 provides guidelines on optimal storing conditions for the 14v batteries. Heartmate 3 patient handbook (rev. C) and heartmate 3 instructions for use (IFU) (rev. C) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's battery is not charging and when placed in the charger, the slot number goes red and a picture of a telephone comes on the charger screen. Evaluation of the returned battery indicated that a component associated with the communication function of the battery was not functioning as intended.